Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was getting no delivery alarms during basal. The blood glucose reading was 15.4mmol/l, and the customer's blood glucose was treated with manual injections. It was stated that the customer was taken to the hospital. Troubleshooting was performed. The caller stated that the reservoir is not empty. Assisted the caller to perform the manual prime test and the insulin did exit. It was also mentioned that the cannula was removed and it was bent. Advised the caller to change the infusion set. No further information was provided.